Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a sample was received for analysis. The y-body was measured. Inner and outer diameters from both ends were within specification and raw material specification, incoming inspection record used to manufacture this lot was reviewed and all inspections were accepted. Only one plug was received with sample. Plug was measured, and it was found within specification and raw material specification. Incoming inspection record used to manufacture this lot was reviewed and all inspections were accepted. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, no tears on film were found and there was no presence of weak welding or over welding that could cause a leakage. A visual inspection was performed and no void, hole or channel was found in the bag. The plate was inspected and it was oriented correctly to avoid puncturing the bag. It was not possible to close the plate. On the back side of the reservoir it was noticed that plate latch was broken. It is not possible to assemble reservoir with a broken latch because plate would be open. External causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor. Based on the present analysis and sample evaluation, the reported defect by the customer was not related to the manufacturing process.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on an unknown date where a reservoir was used. The suction could not be done properly. The plug of the suction port was loose and the reservoir was swelled at that time. Further details are not provided from the hp. There were no adverse consequences to the patient. Upon analysis of the device, the plate on the reservoir was broken.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.